Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose level was 1085 mg/dl. Customer experienced symptoms such as chest nausea and loss of consciousness. The customer was treated with intravenous insulin drip. Customer alleging insulin pump was under delivering due to she tried to bolus but blood glucose did not go down. The insulin pump as well as reservoir will not be returned for analysis.